Manufacturer narrative:
The devices were not returned for evaluation and the reported events could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patients outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should clinical documentation become available in the future, a thorough medical assessment may be rendered at that time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, infection, patients condition, abnormal motion over time, bone degeneration, patients anatomy, abnormal loading of limb, fit/sizing issue, lack of ingrowth, traumatic injury, excessive forces applied to implant and surgical technique. The contribution of the devices to the reported events could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4). Liu, w., lin, h., zeng, x., chen, m., tang, w., zhou, t., ... & xu, g. (2021). Uncemented versus cemented arthroplasty after metal-on-metal total hip replacement in patients with femoral neck fractures: a retrospective study. Journal of international medical research, 49(5), 03000605211012210. Doi: doi.org/10.1177/03000605211012210.

Event description:
"It was reported that on literature review "uncemented versus cemented arthroplasty after metal-on-metal total hip replacement in patients with femoral neck fractures: a retrospective study", 116 patients underwent a utr surgery with reflection. Of these, twelve (12) required a re-revision for unknown reasons (the first revision is not related to a smith and nephew product), nineteen (19) presented prosthesis loosening, fourteen (14) periprosthetic fracture (3 traumatic, 11 non-traumatic/ 9 acetabular fracture, 5 femoral fracture), seven (7) patients presented dislocation and three (3) recurrent dislocation. Is unknown how these adverse events were treated or the patients outcomes. No further information is available."